Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding instability involving a triathlon insert component was reported. The event was not confirmed. The component appears unremarkable for a poly component that was in vivo and subsequently explanted. The DHR review was satisfactory. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of the femur and insert due to pain and instability.

Event description:
It was reported that there was a revision of the femur and insert due to pain and instability.